Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient attended the emergency department in hospital for infection of stoma site. On (B)(6) 2017, the patient was prescribed unknown oral antibiotics for 1 week and canestan cream topical for stoma site and was sent home. On an unreported date, the stoma infection resolved with no redness or ooze to site. There was no interruption to duodopa regime.